Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 554 mg/dl. Customer gave a correction bolus to address bg. Customer's bg then fell to 45 mg/dl. Customer consumed glucose tablets to address low. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event.